Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the high flow insufflation unit exhibited the panel light emitting diodes (led) did not light up, were dim and flickered. There were no reports of patient involvement.